Manufacturer narrative:
The axium framing implant coil will not be returned as it remains in the patient; however, pushwire is pending return. Upon receipt and evaluation completion of the device, a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of a small ruptured, saccular aneurysm located in anterior communicating artery (acom), during deployment the coil prematurely detach inside the microcatheter. It was reported that during the procedure microcatheter was pushed out, so the physician had to position the coil. The coil got stretched and the coil tail was in a1. A non-medtronic stent was placed to tack down the coil in the a1 vessel. The coil remains in the patient. No patient injury was reported. The patient had to give plavix and integrilin. The patient is doing fine following the case.